Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down without warning and then rebooted itself. The bme reported that the cns is plugged directly into a red outlet (hospitals version of ups). No patient harm was reported. Nk technician requested that the customer pull the log files from the cns and send them in for evaluation by nk.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) shut down without warning and then rebooted itself. The bme reported that the cns is plugged directly into a red outlet (hospitals version of ups). No patient harm was reported. Nk technician requested customer pull the log files from the cns and send them in for evaluation by nk. Customer did not provide any log files from the cns for evaluation. Investigation summary: root cause analysis for spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events including power outages, generator tests, uninterruptible power supply, power outlet failure. These are environmental factors that impact device functionality. Customer has not reported any further issues on this device since this report, so issue is likely due to a power loss. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 b7 d10 attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) shut down without warning and then rebooted itself. The bme reported that the cns was plugged directly into a red outlet, which is the hospital's version of a ups. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) advised the customer to check the ups for power related issues. The customer had the device plugged into a red outlet, which is the hospitals own ups. The customer was also advised to check the hard drives for any damage or corruption. It is not known if the customer analyzed the hard drives for damage or corruption as any attempts to gather information did not result in additional information. As such, a root cause cannot be determined. A serial number review did not reveal additional complaints relating to sudden reboots. A review of the customer's complaint history did not reveal significant trends for cns reboot issues. The causes of each are discussed below: when the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, an uninterruptable power supply failure, or a power outlet failure. These are environmental factors that impact device functionality. Hardware failures that may result in spontaneous shutdown or reboot includes a power cord failure, a hard drive failure, or various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot. Causes of hard drive failures include normal hard drive failures or a failure resulting from frequent power loss or an inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shut down or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down without warning and then rebooted itself. The bme reported that the cns was plugged directly into a red outlet, which is the hospital's version of a ups. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down without warning and then rebooted itself. The bme reported that the cns is plugged directly into a red outlet (hospitals version of ups). No patient harm was reported. Nk technician requested customer pull the log files from the cns and send them in for evaluation by nk. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down without warning and then rebooted itself. The bme reported that the cns is plugged directly into a red outlet (hospitals version of ups). No patient harm was reported. Nk technician requested that the customer pull the log files from the cns and send them in for evaluation by nk.